Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the event analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that pt expired. Per doctors, it was thought that the pt's pump had clotted off. The pt had also been experiencing hemolysis. Supportive measures to resuscitate the pt were performed. The family did not want an autopsy.